Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2010 with a bifurcated and suprarenal aortic extension. Subsequently, the patient's most recent computed tomography from (B)(6) 2016 showed sac enlargement, so physician brought patient in for an angio. Angio could not demonstrate a leak, but showed a stent fracture. Proximal neck looks shorter and enlarged. On (B)(6) 2016, the physician implanted a suprarenal aortic extension and limb stent graft to re-line and correct. Patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported strut fracture and aneurysm sac growth. Additionally clinical evaluation confirmed a type 2 endoleak. The clinical assessment was based on no medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; multiple patent lumbar arteries.